Manufacturer narrative:
The system camera was replaced and then tested fully functional. The suspect camera has not been returned.

Manufacturer narrative:
Clarification: the report from the field was that the camera was not tracking properly. The sales rep replaced the camera. After camera replacement no further issues have been observed. The suspect camera has not been received by the manufacturer for further evaluation.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. 09/14/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a posterior fusion spine surgery, using a probe with navlock attached, the nav 3d image moved when the navlock antenna was turned (the image shifted in parallel). As the reference was mounted on the vertebral body, there is no way the bone had moved. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.